Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is very hot and the battery is no longer holding charge. The battery life drains immediately once it reaches 60%.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.